Event description:
Revision surgery was reported due to the screws missed the nail. Discovered upon post-op x-ray.

Manufacturer narrative:
The associated complaint device was not returned. Our investigation included a review of complaint history which revealed no prior complaints for the listed part. A review of the manufacturing record did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.